Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that a 1000ml bag of 0.9% normal saline was programmed to infuse at a rate of 250ml/hr with a volume to be infused of 950ml. The pump was started and verified it was infusing. Approximately one hour later the pump was checked and noted that the saline bag was empty. The pump rate was verified at 250 ml/hr and also showed a total volume to be infused of 740. A second clinician verified the finding of programmed pump rate and volume to be infused. Correct tubing set placement was also verified. Hospitalist was notified of event. No patient harm or patient injury occurred.